Event description:
Reporter had inguinal hernia repair in 2012. Immediately after surgery had abdominal pain. Months later the pain subsided. In 2017 consistent abdominal pain, inflammation, pain in groin, pain in left testicle, ibs, and pain with walking. The pain has gotten progressively worse due to the mesh. "The consistent pain cost me my job, I've become homeless, unable to provide for my child." Reporter stated that his doctor told him that he was having nerve pain and surgery was performed in (B)(6) 2022. The pathology report it stated that the mesh was irregular, parts were tangled in tissue and were removed. The doctor did not disclose this directly to the reporter; he was told none of the mesh was taken out during surgery. "I don't want anyone to go through what I'm going through; I suffer from major depression and I can't function the way I used to because of the mesh.